Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. Transseptal access was completed as normal, but a small effusion was observed. Heparin was given to the patient and continued with the case. During the procedure, the sheath was pulled back to the left atrium and the transseptal access was lost temporary. Then, after delivering 4 applications in basket and 4 in flower, it was noticed that the effusion had grown. The ablation was paused to give protamine to the patient and perform a pericardiocentesis. 195 ccs of fluid were drained from the patient. The procedure was stopped due to the event. The patient had successfully recovered. Resistance was felt during transeptal access, pushing the faradrive across the septum. Effusion was discovered before going tsp at the beginning of the procedure and after transeptal as ablation begun. Perforation was not located with ice. The device was disposed . 22nov2024 - per gfe: resistance was felt during transeptal access, pushing the faradrive across the septum. Effusion was discovered before going tsp at the beginning of the procedure and after transeptal as ablation begun. Perforation was not located with ice.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated field h6 impact codes: f2203 and f1001 added.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. Transseptal access was completed as normal, but a small effusion was observed. Heparin was given to the patient and continued with the case. During the procedure, the sheath was pulled back to the left atrium and the transseptal access was lost temporary. Then, after delivering 4 applications in basket and 4 in flower, it was noticed that the effusion had grown. The ablation was paused to give protamine to the patient and perform a pericardiocentesis. 195 ccs of fluid were drained from the patient. The procedure was stopped due to the event. The patient had successfully recovered. Resistance was felt during transeptal access, pushing the faradrive across the septum. Effusion was discovered before going tsp at the beginning of the procedure and after transeptal as ablation begun. Perforation was not located with ice. The device was disposed.